Event description:
Allegedly patient presented with fever; aspirated hip for culture, determined patient had infection. Medium activity level. No trauma.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01478, 01480. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.(B)(4).